Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. It was determined that the repair was not agreed to by the facility. No further maintenance was performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with an air source error.no patient involvement